Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing and a review of the alarm log were performed. Functional testing and the review of the alarm log revealed that the device had presented an f-66 alarm. The cause of the condition was determined to be from an increase in supply voltage due to a surge in the hospital. To prevent the condition from reoccurring, the sensor board was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not repaired for the reported condition, as the alarm did not recur during servicing and did not require repair. The device was serviced to meet functional specification for separate events and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump presented an f-66 alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.